Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia and a supraumbilical hernia. It was reported that after implant, the patient experienced adhesions, recurrence, and pieces of mesh on bowel. Post-operative patient treatment included revision surgery, hernia repair with new mesh, lysis of adhesions, bilateral myofascial advancement flaps (posterior rectus releases), and partial removal of mesh.